Event description:
After approx 10 days of support, the clinical staff of the university medical center- tuscon, experienced a high lube pressure alarm condition on the tandemheart system controller and the tandemheart pump stopped. The vad coordinator at the hospital indicated that the pump lube pressure was very high. The pt was removed from tandemheart support and was not adversely impacted by the incident. The tandemherat system is currently approved for 6 hour use.